Manufacturer narrative:
This device is equipped with selv adapter (safe extra low voltage) with short circuit protection. The device has been requested from the consumer for analysis. Update (B)(6) 2019. Correct data: d4 updated from scf304 to scf334 device was originally reported to be an old model scf304. After receiving the device from the consumer for evaluation it was found that the device was a new model scf334. The new model scf334 does not have electronics/electrical wiring in the expression kit or tubing. Manufacturer narrative: device was retrieved from the consumer and analyzed. Analysis found the device had no signs of damage or missing material and performed according to specification.

Event description:
The customer claimed she had just given birth when she had her child on her arm and put the plug in the wall socket. The customer placed the breastpump on her breast, and the customer was shocked by the first touch. The plastic was left on the breast and removed in the hospital. The customer received first degree burns and was hospitalized for 2 days. The customer stayed to check and treat the burn.

Manufacturer narrative:
This device is equipped with *selv adapter (*safe extra low voltage) with short circuit protection. The device has been requested from the consumer for analysis.

Event description:
The customer claimed she had just given birth when she had her child on her arm and put the plug in the wall socket. The customer placed the breast pump on her breast, and the customer was shocked by the first touch. The plastic was left on the breast and removed in the hospital. The customer received first degree burns and was hospitalized for 2 days. The customer stayed to check and treat the burn.